Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a skin reaction with scar, which occurred on the same day the sensor had been inserted in the arm. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. The patient reported developing permanent scarring from a sensor inserted on (B)(6) 2026. Prior to this, the patient experienced bruising and bleeding at the insertion site. When asked about treatment or whether medical consultation was sought, the patient was unable to provide specific details, stating only that routine check-ups with a physician had occurred and that the issue may have been mentioned during one of those visits. Following the incident, the patient discontinued use of the sensor for one month. There was no treatment documented. No other details were provided. At the time of report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).